Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken molded insulator on one of the grips. The grip base for the grip with the broken molded insulator does not appear to be bent. Common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the plastic part of the tip was broken on a force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tips were cracked. It was confirmed there were no missing nor detached fragments. No fragments fell inside patient's anatomy. There were no problems removing the instrument through the cannula. A backup instrument was used to complete procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation.